Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008t machine had issues with treatment settings. The biomed reported that the treatment pie (time chart) was half full when starting the treatment in set-up mode and the ultrafiltration (uf) did not automatically turn on. It was unknown if the machine¿s settings were adjusted with the up and down keys or with the buttons. A patient was not connected to the machine at the time of the incident. The machine was removed from service for further evaluation by the on-site biomed. The biomed re-loaded the software which resolved the problem. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.